Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor would not connect to the ilet because the ilet was configured for a dexcom g6, resulting in dosing warnings that the cgm was not paired and dosing would stop soon; after guidance to select the correct cgm type and reenter the sensor code, the dexcom g7 began pairing, and the user was instructed that connection alerts would resolve once pairing completed. Symptoms included device alerts to connect the cgm or enter a blood glucose value. Outcomes included temporary interruption risk to automated dosing until cgm pairing completed. Investigation included customer interview, device setting review, and troubleshooting with user education. Investigation of this case revealed user setup error related to incorrect cgm selection on the ilet. It was concluded that the device functioned as designed and the issue resolved with correct configuration and education.